Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Additional information later received reported that the expected volume was 6ml and the actual 10ml. The cause of the discrepancy was unknown but the healthcare provider had the reporter decouple the ptm and recouple it. The healthcare provider will check at the next refill. The patient experienced less than 50% of therapy relief. The patient stated ¿ I haven¿t been getting much relief the last few months¿. The patient status at the time of the report was indicated as alive no injury. The pump was used to deliver dilaudid or bupivacaine.

Event description:
The pump had higher volume discrepancies than expected during pump refills. The patient used a ptm (personal therapy manager). The physician thought that it was possibly a communication issue from the ptm to the pump. The pump logs were checked and a dye study was done; the patient¿s catheter was patent. The patient status was reported as ¿alive - no injury¿. The patient symptoms, interventions, outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
As of the date of this report, the patient was doing fine. A catheter dye study was discussed, but the physician wanted to wait.